Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2019 for suspected gi bleed due to tarry stools. Egd was done on (B)(6) 2019 without any source found. Plan for a colonoscopy during admission. Patient's hemoglobin was 7.2 in the ed. The patient had down trending hgb at sral (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. Patient was given 2 units packed red blood cells at sral and hemoglobin was up to 9 afterwards but continued to downtrend. Patient was fatigued, lightheaded and had observed melena. Patient with egd, capsule study, colonoscopy, and push enteroscopy. The ECG and colonoscopy were neg. Capsule study with positive avm in mid small bowel. Push enteroscopy with a single angiectasia was found in the fourth portion of the duodenum and three angioectasias were found in the mid-jejunum. The lesions were treated for tissue destruction using argon plasma coagulation. Patient was discharged by to sral. Their inr goal remains 2.0-3.0. Aspirin was dropped from 325mg to 81mg. Continued to monitor for signs and symptoms of bleeding. No further or additional information was provided.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted (B)(6) 2019. On the 20th patient had an upper endoscopy where one avm was found in duodenum and treated with argon plasma coagulation. There were 3 avms that were also treated with argon plasma coagulation found in mid jejuneum. Inr goal still 2-3, but now on 81mg asa. Total units of blood received was 3 units over the course of admission. No further or additional information was provided.